Event description:
It is reported the patient underwent a laparoscopic cholecystectomy. The procedure turned into an open cholecystectomy. Due to bleeding during the open cholecystectomy, the physician attempted to place a radial arterial line using a radial artery catheterization kit. During placement of the radial arterial line, the tip of the catheter became stuck in the wall of the patient's radial artery. The physician was not able to remove the arterial catheter tip and surgery was concluded leaving this foreign body inside the patient's radial artery.

Manufacturer narrative:
(B)(4). Sample will not be returned.